Manufacturer narrative:
(B)(4) to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: . Date of initial surgical procedure => (B)(6) the diagnosis and indication for the initial surgical procedure? => we guess gastric cancer. What were current symptoms following the index surgical procedure? Onset date? => good. The patient will be discharged the hospital. Other relevant patient history/concomitant medications => no information. Product code and lot number? => product code is 4350xl. The lot number is unknown. What is physician¿s opinion as to the etiology of or contributing factors to this event? => no information. Does the surgeon believe there is any deficiency with the interceed? => no information. Was medical intervention provided? => during the initial surgery, the surgeon re-opened the wound and confirmed that the drainage was brown fluid which dissolved from the interceed. The affected area was cleaned and the surgical would was closed. What is the patient's current status? => the patient is in the hospital. The patient will be discharged the hospital.

Event description:
It was reported that the patient underwent a total gastrectomy procedure on (B)(6) 2017 and absorbable adhesive barrier was applied on the intestinal canal under the rectus abdominis muscle along with drains. During the procedure, when suturing the surgical wound on the skin, it was noticed that color of drainage in drain was unusual. The wound was re-opened and confirmed that the drainage was brown fluid which dissolved from the absorbable adhesive barrier. The affected area was cleaned and the surgical wound was re-closed. The patient is recovering smoothly postoperatively. The patient is in the hospital. There is no additional treatment planned. The patient will be discharged from the hospital. It was also reported that there were no adverse consequences to the patient¿s health.